Event description:
It was reported that during a total knee revision on (B)(6) 2014, the inner sterile packaging of the cr stem housing was degraded and compromised. A delay of one hour occurred during the procedure. No further information has been received.

Manufacturer narrative:
Although the affected item has been returned to biomet (B)(4), it was not returned in the original packaging, which was thrown away by the hospital. Original photos taken at the hospital were received for evaluation. An inspection of the received photographs has been performed which confirms the packaging was damaged. The manufacturing order and inspection records for this lot have been reviewed. No non-conformity, rejection or concession in any stage of the manufacturing process was noted that would relate to the reported event. No items of this lot are available for evaluation of the packaging as all items have been distributed. No further complaints have been received for this lot to date. Although the cause of this event has not been identified, the most probable cause of this incident is the rude movements during transportation may have caused the damage to the packaging.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Product to be returned. Upon receipt of product and completion of evaluation, an MDR follow-up report will be sent to the FDA.